Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) had stopped unintentionally. No harm or injury reported

Manufacturer narrative:
Updated fields: b4, g3,g1(contact person ¿ mfg site), g6, h2, h6(investigation findings, type of investigation, investigation conclusions,), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, visited the hospital and checked the device. Based on the symptoms customer pointed out, it is assumed that the trigger source was not input properly, making it impossible to pump. Fse checked the input and operation of the ECG (direct/external) and blood pressure (direct/external/optical sensor), but no particular abnormalities were found. Just to be safe, fse cleaned the contacts. If pumping does not work well in full auto, please manually switch the trigger source in auto mode. After the work, fse performed a running test and found no problems.

Event description:
N/a.